Event description:
It was reported that the connecting tube's connector was broken. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's allegation of broken connecting tube was not confirmed. Based on the results of the investigation, it is likely that the connector was not properly attached till it clicked or foreign material adhered to connection of the tube, unable to connect the tube. However, a root cause could not be identified. The event can be detected by following the instructions for use: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.